Event description:
It was reported that a xience v stent was implanted in a left main artery (lm) and another xience v stent in a proximal left anterior descending artery (lad). Approximately 12 months later, the patient had angina and was hospitalized. There were elevated cardiac enzymes and a diagnosis of a non-st elevated myocardial infarction (nstemi). Reportedly, the lm stent was patent and the plad stent had 90% restenosis. Non-cardiac medication, xanax, was given as needed in the hospital and prasugrel medication was discontinued or changed. An angiogram was done and there was a significant decline in the left ventricular function. A coronary artery bypass (CABG) surgery was done as treatment and patient was discharged home on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effects of angina and myocardial infarction are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). The lot history record (lhr) was reviewed for the reported lot and there is no indication of a product quality deficiency. Review of the complaint history of the reported lot was not performed because the lot history record revealed no non-conformances that would have contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.